Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device

Event description:
It was reported a proglide device was attempted during an interventional procedure, and at time to suture the puncture site, the suture knot of the device prematurely broke. The method to achieve hemostasis was not specified. No additional information was provided.